Event description:
The product was never clinically applied. Reportedly, the knife assembly was missing from the instrument when the surgeon removed the product from the package. The surgeon used another instrument to start the procedure. The hosp has reported no pt injury occurred.